Event description:
Complainant called in this device and alleged that during the functional testing of the device, the device would not power up. It was discovered by zoll that this device is not released for use within the united states. The device was determined by zoll to be lost in transit, missing from a canadian customer. This customer indicated that they purchased the device on ebay without knowing it was a canadian device. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The customer indicated that this device would not be returned to zoll for evaluation. This complaint is still under investigation for the no power situation that occurred. The device was not intended to be released into the united states. However, due to the circumstances of this canadian device being sold into the united states via ebay, no UDI number is available for this device.

Manufacturer narrative:
The complainant was contacted for return of the device. The device will not be returned for evaluation.